Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that following a colorectal polypectomy in which the suspect device was used, the patient experienced an unspecified amount of postoperative bleeding. On the following day, the patient underwent a second colonoscopy procedure to address the bleeding during which hemostatic clips were placed and bleeding was successfully stopped. There were no allegations against the suspect device.